Manufacturer narrative:
The stent was returned for eval and is in the process of being decontaminated before the investigation can commence. The findings will be reported in a supplemental report. Hyphema and elevated iop are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that during cataract surgery with implantation of the istent, there was a problem with the device. Upon entering the eye, the stent got caught on the lip of the cornea. It then appeared to go up the sleeve and appeared to lodge up in the teeth and the surgeon was not able to release the stent. This stent was not implanted, however, a backup stent was implanted successfully. Additional info was obtained indicating that postoperatively, the pt presented with persistent hyphema with elevation of intraocular pressure (iop). According to the surgeon the device problem was "when entering the eye, the device moved, but was not noticeably damaged. When I attempted to release, device lodged in teeth". The pt's hyphema resolved, but the iop remains elevated. The relationship between the hyphema/iop elevation and the alleged device malfunction is not known at this time.